Event description:
During the procedure, a cook tri-ex extraction balloon was used. The balloon would not deflate unless manually. The physician was able to complete this procedure with this device. No harm to the pt. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device could not confirm the report. A 4cc graduated syringe was attached to the balloon inflation catheter and used to inflate the balloon. The device was advanced through an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case situation. The balloon would inflate and deflate as intended. While the balloon was fully inflated, the stopcock was moved to the open position. The electricity of the balloon would push the air back into the syringe deflating the balloon without manual assistance. The device operated as intended during the laboratory analysis. The inflation skive was inspected through the balloon under magnification and appeared to be manufactured correctly with no obstructions. No part of the device was missing. The catheter was inspected for kinks and no abnormalities were found. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: even though the product functioned as intended, a definitive cause for this observation could not be determined. The actual use conditions could not be duplicated due to a variety of clinical conditions such as product handling, endoscope position, pt anatomy or progression of disease state. Since we could not duplicate the failure during our laboratory analysis, this limits our ability to conclusively determine a cause. An excessive bend in the catheter can contribute to balloon deflation difficulty by blocking the inflation lumen. This can occur if the extraction balloon receives excessive pressure during product handling or advancement through the endoscope. The instructions for use direct the user to advance the deflated balloon in short increments through the accessory channel until it is visualized existing the endoscope. This activity will aid in device preservation. Prior to distribution, all tri-ex extraction balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.